Manufacturer narrative:
Add'l info has been requested and if available it will be submitted in the supplemental report.

Event description:
It was reported that, "tip of the screwdriver broke off inside of the screw while inserting. Tip remained in the screw, was flush, so remained in the pt."